Event description:
The customer contacted physio-control to report that their device showed a service wrench icon and charge-pak icon in the readiness display. Upon evaluation of the device, physio-control observed that the device would not recognize a patient connection, and would not charge and shock defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the analog pcb assembly caused the device not to recognize a patient connection and not to charge and shock defibrillation energy. The analog pcb assembly was then removed and evaluated further. Physio-control determined that the cause of the reported issue was due to an electrical short which caused the output of leg 7 of integrated circuit (ic) chip, designator u46 on the analog pcb assembly, to be 0 volts instead of 2.35 volts. Further root cause could however not be determined. A replacement device was provided to the customer under warranty.